Manufacturer narrative:
Per investigation by the manufacturing site: the claimed product wasn't returned to karl storz tuttlingen. Therefore, a technical inspection isn't possible. According to the investigator's experience, the most probable root cause is the temporary disfunction of the power supply, which was resolved by restarting the unit. Since then, no other problem was reported and therefore a continuous defect can be excluded. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a lap total hysterectomy on (B)(6) 2024, the device showed an error with some voltage problem. The staff power cycled the device, and then completed the procedure without further issue. No patient impact was reported. However this issue caused a 2 minute delay to the procedure.

Manufacturer narrative:
Customer will not return the device for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).